Manufacturer narrative:
A3b: gender: not provided for animal use. . A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The details of the actual condition of the sample were unable to be determined as it was not available for evaluation. The retention samples were visually inspected to check for any damage or holes in the catheter tube; none were found. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr2, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly through the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle sticking out. The assembled needle and catheter assembly undergo silicone coating that allows smooth penetration of the needle and catheter into the skin. The machine runs under validated parameters. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. The pre-assembled tube was visually checked wherein part of the check items before transfer to catheter tip formation is damage/deformation on the tube. All defective products found are segregated and discarded. We have a visual inspection to cover the overall condition of the products. Thus, defects on the catheter tube such as scratches, holes, dents, or partial cuts can be detected during this process. Before shipment, we conduct an outgoing inspection to ensure product quality. All samples passed. Proper instruction for the usage of the IV catheter device including warnings, "if re-penetration is inevitable since vein cannot be secured or the catheter came off etc., use a new product [catheter may be stripped off or catheter may get damage]" is fully addressed in the instructions for use (IFU) indicated on the unit box. From the previous two fiscal years to the present, we received a total of three (3) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The cause of the complaint cannot be identified. However, complaint details stated that the hole was after the insertion. A review of the product's lot history file revealed no related issues that would cause a hole in the catheter tube. We have controls in place to prevent damage or holes from transferring into the product during manufacturing. We also conduct routine inspections to check the condition of the products and confirm the leakage test. This is also one of the check items for outgoing inspection. Our process is assured, and the complaint is unrelated to our manufacturing process. Therefore, we advise following the instructions for use (IFU) for the proper usage of the IV catheter which indicates warnings, that if re-penetration is inevitable the catheter may be stripped off or the catheter may get damaged. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported the involved catheter split just below the hub after insertion, rendering it useless and posing a potential danger of breaking off and migrating through the patient's venous system. The event occurred intra-operative. The event results did result in patient injury and medical/surgical intervention was needed. There was no known effect on the final patient impact. Additional information was received on 17 oct 2024: the branch confirmed that the catheter did not break. Additional information was received on 21 oct 2024: the customer stated that it appears to have a hole in it and that after insertion. The insertion point flooded with blood and came back where the tube was inserted in the blue hub. The device was inserted into the cephalic vein, and it was used on a staffordshire bull terrier (staffy).